Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected evita xl was checked by dräger service, and the mixer cartridge air was replaced and made available for investigation at the manufacturer's repair shop. In the technical analysis it could be determined that the function of the mixer cartridge was not given due to an electronics problem on the pcb way measurement. The logbook entries show that the evita xl performed a warm start at 10:45 a.m. On (B)(6) 2019. In the same minutes it was switched off by the user by actuating the mains switch and switched on again immediately afterwards. After switching it on again, the device alarmed "mixer fault". At 10:46 a.m. The unit was then switched to standby and switched off at 10:47 a.m. The device behaved as specified in the event of an error and tried to correct the error with a warm start. During a warm start, the evita opens the airway system to allow for spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device shut down in the morning during patient ventilation in the bipap-asb ventilation mode for no apparent reason. At the time, no manipulation was done on the device or the hose system. In this switch-off procedure, the device generated an audible alarm (loud, clear, recognizable difference to the general alarm) and the message "fault mixer valve" was shown on the display. The patient was immediately bagged by the nurses using an ambu bag. No injury was reported.